Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Company representative reported the customer was hospitalized as a result of ketones due to air bubbles in the tubing. Caller alleges patient's father had not correctly connected the adapter which then caused air bubbles in the tubing. Treatment received is unknown. Requested return of the alleged device for evaluation.